Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to cracked end cap. Insulin pump was received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and had low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. Patient's current blood glucose level was 150 mg/dl. The customer stated that the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.